Event description:
Reportedly, the device failed the speed test during preventive maintenance services. No patient injury was reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported failure. Upon receipt, clamp block was physically damaged and the device would not finish the testing due to alarming.